Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system experienced "no signal" issues on the monitor and freezing issues at an increasing rate resulting in a hard reboot. The computer and cables were replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The computer has been received by the manufacturer. However, it is under analysis at the time of filing. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the system booted, it had the medtronic splash screen show up and then it went to "no signal" for three to four minutes. After that, it would boot into the application normally. There was no patient present when this issue was identified. It was noted that patient exams had been deleted off the system a few weeks ago and it had gotten to 20% used. An update was provided that when the site moved the system to the operating room (or), the system booted with no delay. Medtronic received additional information that the no input screen occurred again. The site left it in the 'no input' screen but the software never appeared. The site performed a hard shutdown and when the powered the system back on I t booted without issue.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The computer booted normally several times during testing. No boot up issues were observed. If information is provided in the future, a supplemental report will be issued.